Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot: 101191 with the following internal whole blood and serum control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot: 101191 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) related to lot number 101191 showed that the complaint rate is (B)(6). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
(B)(6) results were obtained with the alere determine hiv ½ ag/ab combo test with both serum and whole blood. The patient was confirmed (B)(6) on an unknown test method. The patient was a pregnant female and did not receive any treatment nor had any delay in treatment. It was reported that the newborn had received treatment. The date of occurrence was not provided.